Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that while using a bd autoshield¿ duo pen needle it was unable to deliver medication. The following information was provided by the initial reporter, translated from chinese to english: the patient went to hospital with type ii diabetes. (B)(6)2023, at 6 o'clock, when the nurse used the disposable self-destruct injection needle to inject insulin for the patient, she found that she could not press the insulin injection pen.

Event description:
It was reported that while using a bd autoshield¿ duo pen needle it was unable to deliver medication. The following information was provided by the initial reporter, translated from chinese to english: the patient went to hospital with type ii diabetes. (B)(6)2023, at 6 o'clock, when the nurse used the disposable self-destruct injection needle to inject insulin for the patient, she found that she could not press the insulin injection pen.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.